Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not "grafting properly." The harvested graft was not usable and additional graft required from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that device was not grafting properly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that dermatome not making smooth graft and the damaged head, ball detents, bearings, thickness lever, seal, retaining ring, motor, poppet assembly and reciprocating arm were replaced were replaced. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the unit found to have damaged depth guide with nicks along the and also the head was found to be worn. It was also noted that the 3 inch and 4 inch width plates found to have nicks on edges. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the machine head, semicircle, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection it was revealed that the unit found to have damaged depth guide with nicks along the and also the head was found to be worn. However, it was also noted that the 3 inch and 4 inch width plates found to have nicks on edges. The root cause that device was not grafting properly and the depth guide, head and width plates were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the machine head, semicircle, adjustment cam, vespel sleeve, motor, motor sleeve, ball bearing and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.